Event description:
Bilateral marked bleed/incipient rupture. Pt is a 52-yr-old white female, g2p2, status post implantation of bilateral subglandular inframammary gels for augmentation on 12/10/81. No history of trauma but recent pain in rt more than lt and firmness. Pt also complained of systemic problems, arthralgias/myalgias, dysesthesias, fatigue, fever, headaches, neurocognitive problems, dry mucus membranes, hair loss, gi/gu problems, etc. Pt is on prednisone and atarax with no relief. Pt otherwise healthy. MRI neagtive, mammogram within normal limits. Exam shows bilateral grade IV contracture with thickening lt axillary nodes. Surgery on 5/23/94 shows marked bleed/clouded yellowing of tear drop implants with 2 dacron patches, moderate capsular contracture with calcium weights more in lt.